Manufacturer narrative:
The returned device was evaluated. The soft cannula was inspected under magnification; a tear was noted during inspection, but no corrosion or any trail of a fluid leak was observed. Due to there being no corrosion or apparent fluid leak, it could not conclusively be determined if the damaged happened prior or post use. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 19mmol/l (342mg/dl) while wearing the pod between 36 and 48 hours. The device was returned for evaluation.